Event description:
A malfunction alarm was reported with no notable events leading up to it. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller in resetting it, and confirmed that the malfunction did not recur. The customer was informed to call back if the issue recurred and was advised to continue using the pump.